Event description:
On april 28, 2009, terumo (B) (4) was informed that upon priming a cardiopulmonary bypass circuit, the circulate (priming solution) was noted to be leaking from the extracorporeal circuit pump (centrifugal/non-roller type pump). The user facility reported that the pump was changed out prior to initiating the bypass procedure and that there was no pt involvement in the event - as it occurred during the set-up and preparation of the bypass circuit.

Manufacturer narrative:
Terumo (B) (4) is aware of the event that was reported by the user facility as the organization has rec'd reports of this nature in the past. Such reports have indicated that flexible circuit tubing disengages from the inlet port of the centrifugal pump. However, terumo's assessments of this matter have demonstrated that the centrifugal pumps are manufactured in accord with intended design specs - and when securely and properly affixed to appropriate circuit tubing, the event does not occur. As such, terumo references result code (device performs according to specs). Terumo has issued a safety bulletin to consignees of the product to provide add'l info that is designed to assist the user in securing an adequate connection between the flexible pvc circuit tubing and the inlet port of the centrifugal pump.